Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and the latch was not engaged error. This false error prevented the patient¿s treatment. There was a patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc d9: date returned to mfg; 4/5/2025 device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor was defective, which is the root cause of the reported complaint. The dso sensor was replaced.